Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-07-17 sf 00692952, (hcp): information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that while using the generator, a scrub tech stated they received a shock while leaning on a wet towel near the patient while the handpiece and generator were being used. There was no harm to patient. Scrub tech only had a red mark on their skin. Additional information was received from the hcp and it was further stated that after some clarification and information concerning this case with the operating surgeon¿s help, the equipment was working normally. The operating surgeon continued with the case using the same equipment and hand piece without any problems. The operating room had only one model handpiece for the use of this equipment. The handpiece was discarded. There was no spark or arc seen. The rep was uncurtained that there was a shock. The same equipment and hand piece was used to complete the procedure.